Manufacturer narrative:
The investigation into the purge leak ¿ pump has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the purge leak- pump was due to sidearm yellow luer damage with bicarbonate use per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Information for use for the related event: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 13-year-old male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. During support, the pump encountered a fluid lead from what appeared to be a small hairline crack on the yellow luer. There was no harm to the patient as a result of this incident.